Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported of the device powering on/off randomly was not reproduced. During evaluation the keypad was found to intermittently operate, causing the device to turn on and off. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers on/off randomly. There was no patient involvement. No additional information is available.